Manufacturer narrative:
(B)(4) the device was discarded by the facility after procedure as there were no known product problems or issues. No device malfunction was reported during this event.

Event description:
A patient had a thoracotomy procedure on (B)(6) 2017 and was treated in the intercostal incision spaces 4 ¿ 8 with cryoa for pain management with a 2-minute freeze time of the nerve ending area. The pain management results were good in hospital. There was no fracture of ribs during the procedure and the patient was discharged home as expected. During the four week follow up visit, (B)(6) 2017, the patient presented stating he was in excruciating pain around the rib area and felt very ill. There was never any fever or vomiting. The surgeon prescribed the patient some pain medication and not needed further follow up or treatment at this time. Product performed as intended.